Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27 mm 7300tfx mitral valve was initially planned for a valve in valve procedure to help resolve paravalvular leak following surgery. However, it was learned that the 27 mm magna edwards surgical valve was explanted after an implant duration of approximately 2 years due to paravalvular leak and pseudoaneurysm.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve was initially planned for a valve in valve procedure to help resolve paravalvular leak following surgery. However, it was learned that the 27mm magna edwards surgical valve was explanted after an implant duration of approximately 12 years due to paravalvular leak and pseudoaneurysm. The patient presented with symptoms of heart failure-shortness of breath. The valve was replaced with a 27mm non-edwards valve. The patient was in stable condition post-procedure.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve was initially planned for a valve in valve procedure to help resolve paravalvular leak following surgery. However, it was learned that the 27mm magna edwards surgical valve was explanted after an implant duration of approximately 2 years due to paravalvular leak and pseudoaneurysm. The patient presented with symptoms of heart failure-shortness of breath. The valve was replaced with a non-ewards valve. The patient was in stable condition post-procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 (health effect - clinical code).